Event description:
Additional information received from the physician noting that the surgical intervention was to preclude a serious injury.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient has been referred to surgery due to device migration causing comfort issues. Per the physician, the likely cause of the migration is the patient have a number of falls recently and the patient noticed the device migration a week ago. No known surgical intervention has occurred to date. No other relevant information has been received to date.